Event description:
It was reported that during a ptca/stent procedure, a balloon catheter was used to predilate a non-calcified, mid left anterior descending lesion prior to stent placement. The balloon catheter was assumedly inflated, but it could not be seen under fluoroscopy. After the balloon was deflated, a 60cc syringe was used for applying negative pressure, unsuccessfully. While the balloon was being forcefully removed by the physician, the pt experienced EKG changes. Reportedly, it was uncertain if the stopcock used was secure on the balloon inflation port. In following angiography, a dissection was present, but it was within the lesion that was to be stented. The pt had no other problems after the balloon catheter was removed, and the stent was successfully deployed to complete the procedure. No other info was provided.